Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that during a hip arthroplasty, the implanted stem was the incorrect size. The stem was removed and a larger stem was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay device evaluation, which was unknown at the time of the initial medwatch. The dimensional checks of product received shows acceptable to print tolerances and the part confirmed size as labeled; the part is conforming to print specifications.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records identified no deviations or anomalies. Dimensional checks showed the stem is size 11x135 mm stem as stated on the box label and etched on top of the taper trunnion. Dimensional results showed acceptable to print tolerances for size 11mm stem. Based on investigation of this complaint parts left zimmer biomet conforming to print. This device is used for treatment. Unable to perform a compatibility check based on provided information. Review of complaint history based on an item number search found that no trends exist for this item due to the time frame of the reported complaints. Review based on item and lot number found that this was the only complaint for this item and lot combination. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.